Event description:
Patient was revised due to cement mantle failure at the bone/cement interface.

Manufacturer narrative:
Examination was not possible, as no samples were returned. Depuy cmw states, the testing of the retained samples found the mechanical properties are within the required release specification. Although, the handling time has lengthened slightly, likely cause is the age of the retained samples (past shelf life). Although, the complaint is non-verifiable, osteolysis, surgical technique, or low-grade infection may be contributing factors. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.